Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient record from the event and was able to verify that the device powered off; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself while transporting a patient. The crew changed out the device's batteries and continued to use the device to provide care to the patient. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio has attempted to obtain additional information about both the patient and the event from the customer, but no response has been received.